Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the cup, liner head, and stem almost 2 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 january 2022: lot 2104109: (B)(4) items manufactured and released on 07-jun-2021. Expiration date: 2026-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved. Batch reviews performed on 21 january 2022. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2006532: (B)(4) items manufactured and released on 25-aug-2020. Expiration date: 2025-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot 2012913: (B)(4) items manufactured and released on 12-apr-2021. Expiration date: 2026-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: amistem-p collared 01.18.431 amistem-p collared std stem size 1 (k173794) lot 2011561: (B)(4) items manufactured and released on 01-feb-2021. Expiration date: 2026-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.